Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing low blood glucose. The customer also stated their enlite sensor does not alarm them when they have low blood glucose. The customer declined to troubleshoot for the issue. The customer also believed the issue was caused by incorrect programming of their insulin pump. The customer also believed they were receiving too much insulin. It was also found the insulin pump had an absence of alarms that were causing the customer's low blood glucose. No additional information provided.